Event description:
Operating-room for surgery. Smoke came out of the handpiece of the suction irrigator for a second. Suction irrigator was not touching patient when this occurred and was taken off the field immediately. No further action was necessary.